Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information that user had been hospitalized with diabetic ketoacidosis and elevated blood glucose level. Multiple attempts were made to obtain specific information; however, additional information was not provided.